Event description:
Healthcare professional reported injecting a patient in the vermillion border with .3 ml of juvéderm® ultra xc. The patient was concomitantly injected with botox®. The patient experienced ¿vascular occlusion¿ on the left upper lip that was described as ¿skin white, non-blanching, bruise evident.¿ the patient was treated that day with 1500 iu of hyalase and 3 ml of 2% lidocaine as a dental block. The bruising and cap refill improved. The patient was ¿very anxious and overwhelmed,¿ with ¿pain, swelling, and bruising evident.¿ the next day, the patient had ¿swelling¿ in the full face, with the left side non device related as it's more predominant from the hyalase. An antihistamine was recommended. Later in the day, the patient had recovery from the swelling but had ¿pain¿ under the lip, ¿bruising,¿ and the face was ¿sore.¿ a potential ¿ulcer/cold sore¿ was developing inside the lip. The patient was treated with zovirax. Over the next 3 days, the occlusion was resolving, and the pain and swelling were improving. The event resolved 4 days after onset.

Manufacturer narrative:
Continued h.6. Investigation code: b15, b17, b20. Continued h.6. Investigation conclusions code: d1101. Clarification to section c. Suspect product: lot number 980/1. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the vermillion border with .3 ml of juvéderm® ultra xc. The patient was concomitantly injected with botox®. The patient experienced ¿vascular occlusion¿ on the left upper lip that was described as ¿skin white, non-blanching, bruise evident.¿ the patient was treated that day with 1500 iu of hyalase and 3 ml of 2% lidocaine as a dental block. The bruising and cap refill improved. The patient was ¿very anxious and overwhelmed,¿ with ¿pain, swelling, and bruising evident.¿ the next day, the patient had ¿swelling¿ in the full face, with the left side non device related as it's more predominant from the hyalase. An antihistamine was recommended. Later in the day, the patient had recovery from the swelling but had ¿pain¿ under the lip, ¿bruising,¿ and the face was ¿sore.¿ a potential ¿ulcer/cold sore¿ was developing inside the lip. The patient was treated with zovirax. Over the next 3 days, the occlusion was resolving, and the pain and swelling were improving. The event resolved 4 days after onset.